Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the analog interface (ai) printed circuit board (pcb) and graphical user interface (gui) pcb. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator generated a loss of communication error message and then shut off. The patient was removed from the ventilator and manually ventilated via an ambu bag. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Device evaluation summary: the analog interface printed circuit board (pcb) and the graphical user interface pcb xena ii were returned for failure investigation. The parts were visually inspected and functionally tested with no anomalies observed. Conclusion: no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.